Event description:
Revision surgery for suspected infection. The surgeon removed all implants, (the stem and head were from competitor). The surgeon implanted competitor devices. Patient history: primary surgery on (B)(6) 2020. First revision on (B)(6) 2024 for stem loosening (stem and head of competitor implanted). Second revsion on (B)(6) 2024 for suspected infection and loosening of competitor stem.

Manufacturer narrative:
Batch review performed on 09 october 2024. Lot 2006326: (B)(4) items manufactured and released on 24-sep-2020. Expiration date: 2025-09-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by clinical study department: a second revision surgery was performed one month after a first revision surgery on a total hip arthroplasty (tha) due to a suspected infection. No details on the patient's clinical status were provided. During the procedure, the femoral stem (from a competitor company) was found to be mobilized, while the medacta acetabular cup remained stable. Nevertheless, all components were explanted and replaced with a competitor's prosthesis. The available x-ray images are of very poor quality, making it difficult to draw conclusions regarding the condition of the medacta acetabular cup. If the infection is confirmed, it could be considered the likely cause for the revision of the acetabular component, despite its stability. Infections are a well-documented complication, thoroughly described in the literature. At this time, there is no indication to suggest that the failure was linked to the medacta implanted devices themselves. Additional implants involved: mectacer 01.29.413 ceramic liner ø 36 / e lot 2006665: (B)(4) items manufactured and released on 30-sep-2020. Expiration date: 2025-09-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Not registered in USA. Root-cause description: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.